Manufacturer narrative:
H10: upon further clarification the reported condition was a result of a kinked non-baxter peripherally inserted central catheter (PICC) line. Therefore, the baxter device is no longer suspect in this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused during patient infusion. After the expected therapy time, the device underinfused by approximately 60%. There appeared to be a kink on the line. The device contained piperacillin/tazobactam 13500mg in 230ml sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.